Event description:
Report received from (B)(6) stating that the device was displaying an e8 error code on the console. It is known that the event did not occur during surgery. However, it is unknown if injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).